Event description:
According to the family, on (B)(6) 2026, the head section of the bed became stuck, and troubleshooting attempts were unsuccessful. The patient's right leg sustained scratching and bruising when her leg hung off the edge of the bed and came into contact with a metal portion of the frame. The patient subsequently fell from the bed; however, she did not contact the ground as a family member was able to catch her. The patient was taken to the hospital and remains admitted, where she is receiving physical therapy. Per the family, the patient continues to be hospitalized because the bed is not functional and she is considered a high fall risk.

Manufacturer narrative:
According to the family, on (B)(6) 2026, the head section of the bed became stuck, and troubleshooting attempts were unsuccessful. The patient's right leg sustained scratching and bruising when her leg hung off the edge of the bed and came into contact with a metal portion of the frame. The patient subsequently fell from the bed; however, she did not contact the ground as a family member was able to catch her. The patient was taken to the hospital and remains admitted, where she is receiving physical therapy. Per the family, the patient continues to be hospitalized because the bed is not functional and she is considered a high fall risk. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to d9, h3, h6, h7, and h9. After further investigation, it has been determined that the device sample was returned to and evaluated by the manufacturer on 2/24/2026. The investigation involved testing of the actual/suspected device and analysis of production records. The investigation identified an electrical problem, and the cause was traced to a component failure. This event is associated with recall numbers r-25-242, r-25-242-x2, and r-25-242-x3. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.